Manufacturer narrative:
It was reported that the controller screen was black despite having two fully charged batteries connected. It was also reported that the controller exhibited battery switching. The controller and all associated batteries were exchanged. No patient complications have been reported as a result of this event. Brand name: heartware® ventricular assist system - battery, serial #: (B)(4) / catalog number 1650de / expiration date 30-jun-2017, device available for evaluation: no / yes, 01-jan-2017, device evaluated by MFR: no, not returned to manufacturer, labeled for single use: no (B)(4); brand name: heartware® ventricular assist system - battery, serial #: (B)(4) / catalog number 1650de / expiration date 30-jun-2017, device available for evaluation: no, device evaluated by MFR: no, not returned to manufacturer, labeled for single use: no, (B)(4); brand name: heartware® ventricular assist system - battery, serial #: (B)(4) / catalog number 1650de / expiration date 31-may-2017, device available for evaluation: no, device evaluated by MFR: no, not returned to manufacturer, labeled for single use: no, (B)(4); brand name: heartware® ventricular assist system - battery, serial #: (B)(4) / catalog number 1650de / expiration date 31-may-2017, device available for evaluation: no, device evaluated by MFR: no, not returned to manufacturer, labeled for single use: no, (B)(4); brand name: heartware® ventricular assist system - battery, serial #: (B)(4) / catalog number 1650de / expiration date 30-jun-2017, device available for evaluation: no, device evaluated by MFR: no, not returned to manufacturer, labeled for single use: no, (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary: the controller and five (5) batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed one (1) premature power switching event that was due to a communication error involving (B)(4). Log file analysis revealed a controller power up event on (B)(6) 2017, at 19:15:11. The controller was without power for 14 minutes/seconds. Loss of power to the controller will trigger the display to become dark and show no parameters. As a result, the reported events were confirmed. The most likely root cause of the reported power switching event can be attributed to a communication error between the battery and controller. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: model #: 1650de / expiration date: 14-jun-2017, serial #: (B)(4). H3: yes, h4: mfg date: 14-jun-2016, h6: FDA method code(s): 4112, h6: FDA conclusion code(s): 67; d4: model #: 1650de / serial #: (B)(4). H3: yes, h4: mfg date: 28-may-2016, h6: FDA method code(s): 4112; h6: FDA conclusion code(s): 4307; d4: model #: 1650de / serial #: (B)(4), h3: yes, h4: mfg date: 26-may-2016, h6: FDA method code(s): 4112, h6: FDA conclusion code(s): 67; d4: model #: 1650de / serial #: (B)(4), h3: yes, h4: mfg date: 15-jun-2016, h6: FDA method code(s): 4112, h6: FDA conclusion code(s): 67; d4: model #: 1650de / serial #: (B)(4), h3: yes, h4: mfg date: 22-jun-2016, h6: FDA method code(s): 4112, h6: FDA conclusion code(s): 67. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Aware date updated to 28-aug-2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one of the batteries also had a communication error.

Manufacturer narrative:
Corrections: product event summary: one (1) controller and five (5) batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed one (1) premature power switching event that was due to a communication error involving (B)(4). Data log files also revealed a relative state of charge (rsoc) between 101-201 involving (B)(4), which is indicative of a communication error. Log file analysis revealed a controller power up event on (B)(6) 2017, at 19:15:11. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 25% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 74% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port one (1) and (B)(4) was connected to power port two (2). The controller was without power for 14 minutes/seconds. Loss of power to the controller will trigger the display to become dark and show no parameters. As a result, the reported events were confirmed. The most likely root cause of the reported power switching event can be attributed to a communication error between the battery and controller. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller screen was blank. The controller and all associated batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: (B)(4). Device available for evaluation?: yes. Return date: 2017-09-22. Product event summary: it was reported that the patient experienced a loss of power and power switching events. The controller ((B)(4)) and five batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving (B)(4). The most likely root cause of the reported power switching events can be attributed to communication errors between the battery and controller. Log file analysis also revealed a controller power up and motor start event on (B)(6) 2017 at 19:15:11. The data point prior to the controller power up revealed that (B)(4) was connected to power port 1 with 25% relative state of charge (rsoc) and (B)(4) connected to power port 2 with 74% rsoc. The data point after the controller power up revealed that (B)(4) was connected to power port 1 with "202"% rsoc and (B)(4) connected to power port 2 with 72% rsoc. The recorded ¿202¿ indicates that the battery experienced a temporary disconnection from the controller in the previous 15 minute interval; the observed temporary disconnections may indicate that there was a disconnection and reconnection of the same power source or a that a momentary disconnection between the controller and battery had occurred. Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources, given that one power source connected prior to the loss of power was replaced. (B)(4) UDI# (B)(4). Device available for evaluation?: yes. Return date: 2017-09-20. Device evaluated by MFR?: yes. Serial: (B)(4). UDI# (B)(4). Device available for evaluation?: yes. Return date: 2017-09-20 . Device evaluated by MFR?: yes. Serial: (B)(4). UDI# (B)(4). Device available for evaluation?: yes. Return date: 2017-09-22. Device evaluated by MFR?: yes. Serial: (B)(4). UDI# (B)(4). Device available for evaluation?: yes. Return date: 2017-09-22. Device evaluated by MFR?: yes. Serial: (B)(4). UDI# (B)(4). Device available for evaluation?: yes. Return date: 2017-09-22. Device evaluated by MFR?: yes. If information is provided in the future, a supplemental report will be issued.